Event description:
The customer reported that he has been having inconsistent blood glucose readings ranging from 64 mg/dl to 180 mg/dl. It was stated that the history does not always register the bolus. The current blood glucose was 307 mg/dl. The previous night the blood glucose was 373 mg/dl. It was also stated that there were air bubbles. The air bubbles issue were resolved with troubleshooting. It was stated that the customer needed to take a glucagon shot every month for his low blood glucose readings. The history showed that the insulin pump had two low reservoir alarms. The history also showed blood glucose readings of 152 mg/dl, and 40 mg/dl. Advised that the insulin pump was working as designed. Advised to change the entire set, reservoir, insulin, and to treat according to their health care professional's instruction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.